Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch vita meter read inaccurately low in comparison to the patient¿s feelings/normal results. The complaint was classified based on customer service representative (csr) documentation and information obtained when a senior csr reviewed the initial call, since the patient was unable to be reached by telephone to obtain additional information. The patient alleged that on an unspecified date approximately 2 months prior to contacting lfs, her meter began to read inaccurately low. The patient explained that on ten occasions she had obtained results of ¿90 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with a combination of oral medication, diet and exercise. The patient denied taking any action in response to the alleged product issue. She advised the csr that she experienced symptoms of ¿fainted and insomnia¿ immediately after the alleged product issue. The patient stated that on an unspecified date, she attended her doctor¿s office where she was treated with an unknown ¿injection¿ but it is not known if this was administered in response to the patient¿s symptoms. At the time of troubleshooting, the csr was unable to confirm that the correct unit of measure was used. Additionally, the csr could not confirm that the patient¿s test strips had been stored correctly or that they were within expiry date; and the test strip vial was not cracked or broken as the patient no longer has test strips. For this same reason, the csr was unable to walk the patient through a control solution test. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.